Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to get the air out of the cartridge during the load sequence. Subsequently, the customer reported having intermittent elevated blood glucose (bg) levels. Bg values not provided. No additional information was provided. No follow up from tandem technical support is expected by the customer.